Manufacturer narrative:
Product ID: 64001, lot# n373857, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. Product ID: 3387s-40, lot# v363992, implanted: (B)(6) 2010, product type: lead, product ID: 3387s-40, lot# v354660, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 64001, lot# n373857, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: adapter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that on the day of the report the patient was having her implantable neurostimulator (ins) replaced due to normal battery depletion. The impedances were normal prior to surgery, but during the procedure, after replacing the ins, they showed high on case, 10, and 9. The doctor tried drying the contacts off and replacing, but the impedances showed open on case, 9, 10, and 11. The doctor tried putting the right adaptor into the left channel to see if it was the ins or the adaptor, but the impedances remained high. The adaptor in question was replaced, which fixed the problem for the right side. However, the left adaptor started reading greater than 40,000 ohms at case, 1, 2, and 3. Thus, the left adaptor was also replaced and all of the impedances became normal. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the two adaptors, lot #n373857, found no anomaly. A known good lead was attached to a known good extension which was attached to the returned adaptors which was connected to a known good screening cable. The impedances were measured and were normal on all circuits and electrode pair combinations.